Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that the cartridge was removed from the pump outside of the load sequence and the customer did not receive a cartridge alarm (cartridge alarm 25 - removed cartridge alarm). Customer loaded a new cartridge to address the issues. Customer's blood glucose was 236 mg/dl.